Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%), red particles in the shell and 40 mm dark patch edge material inside gel device was observed. A microscopic analysis was performed which identified: broken sharp opening on the posterior side. Based on the device analysis the final assessment is: broken sharp opening on the posterior side assessed as unidentified (tear) opening and missing shell assessed as being inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.